Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr could not duplicate the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the fio2 percentage is not accurate. The customer stated that the reported issue occurred while on a patient. The customer stated there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis laboratory technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.